Event description:
A 87 year-old female with a failing 19 mm trifecta (2014) by savr with severe as and a very small, hypertrophic left ventricle. Because of the limited lv cavity, there was discussion about whether to use a safary small or safary xs wire. The team ultimately proceeded with a safary small after angiographic and echocardiographic views suggested on acceptable position inside the ventricle. The shortcut device was advanced into the lv without difficulty. After positioning adjustments, a complete split of the right coronary cusp was achieved and confirmed via echocardiography. Following the leaflet modification, a tavi was implanted and post-dilated according to protocol. Shortly after the split, a small pericardial effusion was noted. The team continued with tavi implantation using a 23 mm evolut valve, and post-dilated with an 18 mm true balloon. The team placed a pericardial drain, but the patient began to go into tamponade. Cardiothoracic surgery opened the patient and a small dissection in the apex of the lv was identified and sutured. As lv pressure increased, multiple other dissections appeared. Ultimately, the family chose to withdraw care and the patient passed away.

Manufacturer narrative:
An 87-year-old female patient with severe aortic stenosis (as) and a significantly small, hypertrophic left ventricle (lv) underwent a viv procedure with the use of shortcut due to high risk of coronary obstruction. Due to the restricted lv cavity, guidewire selection was carefully evaluated based on angiographic and echographic assessment and a safari small selected. The shortcut device was advanced into the lv without difficulty, and positioning at the right coronary cusp was achieved. During activation attempt, the system appeared to interact with the trifecta sewing band or cor-knots. The wire was advanced slightly to gain additional height, and activation was repeated, a free application of full flex, the device engaged properly. A complete split of the right cusp was achieved and confirmed via echocardiography. Shortly following the split, a small pericardial effusion was noted. The team proceeded with tavi implantation (23 mm evolut valve) and post-dilation (18 mm true balloon). Despite the placement of a pericardial drain, the patient progressed to cardiac tamponade. Emergent cardiothoracic surgery identified a small dissection in the lv apex, which was sutured. However, as intraventricular pressure increased, another dissection appeared. Ultimately, the patient's family chose to withdraw care and the patient passed away. A review of procedural events suggests that while the safari small wire initially appeared safely positioned, the lv cavity was likely too restricted to accommodate it. No aggressive mechanical maneuvers (push-pull) were used, and there was no indication that the shortcut device or activation caused a sudden injury. The most plausible explanation was gradual apical erosion created by the wire acting as a fixed point inside the restricted lv during the beating-heart procedure. Visualization throughout the case was challenging due to limited side fluoroscopic views, the extremely small lv cavity, and the patient's small anatomy. In addition, a prior mitral valve replacement may have contributed to further anatomical distortion. The shortcut system remained intact and fully functional when inspected after withdrawal. The event is not considered device related. While no device malfunction occurred, the shortcut was actively in use at the time of the event, and a causal relationship to the outcome cannot be definitely excluded and the event is therefore reported.